Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off because the customer did not charge the pump. It was confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Customer reported blood glucose (bg) level was 323 (mg/dl). A bolus was delivered to address bg level. Recommendation was made to the customer to charge pump more often.